Event description:
Complaint alleged that while attempting to defib a 24 year old male pt the device caused the defibrillator to display a "defib pad short" message and was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.